Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown morphine via an implantable pump for unknown indications. It was reported that the patient was suspected to have an overdose of morphine. An agent guided the hcp on how to induce a motor stall using a magnet. The hcp was advised to keep the magnet on to keep the motor temporarily stopped. The agent informed the hcp that an alarm would go off every 10 minutes once the motor was stalled. The hcp was instructed to keep the magnet on the pump until a manufacturer representative (rep) arrived. The hcp was transferred to the national answering service (nas) to page a rep.